Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically kinked due to over-rotated. The guide tooth of the lead was extrinsically damaged. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was received with severe damaged. Distortion and fractured of the distal conductor within the is-1 connector indicative of the connector pin being turned an excessive number of times during implant procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a low voltage pacing lead placement difficulties were encountered. After several attempts to position the lead to obtain optimum measurements it was noted that the helix was not working well. The lead was explanted and replaced. No patient complications have been reported as a result of this event.